Event description:
After the IV antibiotic bag, containing a clindamycin injection in 5% dextrose, is spiked by IV tubing, the IV tubing does not fit tight inside the IV bag's port and easily falls out. IV tubing spike did fall out of the IV bag soon after administration was initiated and medication dripped out. Medication and tubing removed from patient's room. Pharmacy to supply another bag. No patient harm.